Manufacturer narrative:
The customer declined to have their glidescope titanium lopro t4 reusable laryngoscope returned to verathon for evaluation. Since the device was not returned to verathon, the cause could not be determined; however, it is likely that the cause of the cloudy image is due to the reported scratched lens. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Verathon is also in communication with the customer to review their reprocessing methods due to the reported device damage. Review of complaint history for the reported serial number "lb210642" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope titanium lopro t4 reusable laryngoscopes does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable laryngoscope, users are getting cloudy and intermittent images. It was reported that the laryngoscope lens was scratched. The procedure was completed using a backup glidescope titanium lopro t4 reusable laryngoscope which was made available immediately. No delay in the procedure or harm to the patient was reported.